Event description:
Additional information was received from the patient who reported that they were having the issue of when requesting a bolus it was taking a long time. The patient confirmed it lagged at 90%. The patient mentioned they had called before about it. The agent reviewed data and assisted the patient with deleting the data after which the patient was able to connect to the pump with no lag at 90%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver demerol (meperidine). It was reported that the patient's personal therapy manager (ptm) was taking a long time to connect. The patient mentioned that she was having a bad day and did not know if the name of the medication that she provided was correct. Patient services had a difficult time understanding the patient and the patient had a difficult time following instructions to clear data. Patient services assisted the patient with clearing the data on the handset. Troubleshooting steps taken with patient services resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the handset was doing it real slow when trying to connect to the myptm. They stated that starting about a week ago when patient tried to get to deliver a bolus it was slow and it lagged at 90%. During call patient service walked patient through clearing their inpatient data service. The troubleshooting steps that were taken on the call resolved the issue.